Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 12 days post implant of this bioprosthetic mitral valve in the tricuspid position, the patient experienced cardiac arrest. The patient was resuscitated and admitted to the intensive care unit (ICU). The patient expired the same day. The cause of death was reported as procedure-related cardiac arrest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the cause of death was right ventricular dysfunction that led to cardiac arrest. (B)(4).